Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandparent reported via telephone call that the blood glucose had been running as low as 40 mg/dl in the early evening. The grandparent had reached out to the health care professional to possibly adjust the insulin pump settings. The grandparent declined to troubleshoot for the issue with helpline.